Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found pixel defect. A definitive root cause of the reported issue could not be determined. Device history review of the current product was conducted, and no problems were found. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ¦notes regarding unexpected disappearance of endoscope images or inability to unfreeze. - the video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. Also, make sure that the electrical contacts are clean before connecting. Use of electrical contacts that are wet or dirty may result in equipment malfunction or failure. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus further received information that the issue occurred during pre-use inspection.

Event description:
It was reported that the subject device exhibited an "error 93-1". Repair request was requested for the device. There was no patient impact in this reported event. No harm reported.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.